Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip burned at 117,038 joules. Also, it was reported that the physician was able to remove the fiber tip before it fell off into the pt. No pt injury was reported. The device was not returned for eval.